Manufacturer narrative:
The device was returned assembled. Upon disassembly of the returned device, a thrombus formation was found adhered around the rotor outlet section, outlet bearing cup and the outlet bearing ball. The thrombus formation lacked laminated layering, suggesting that it did not initially form in this location; however, the areas of denaturation on the thrombus as well as the slight contact marks on the outlet bearing cup indicate that the thrombus was present while the pump was supporting the patient. The specific origin of the thrombus and a duration of time for which it was present in the device could not be conclusively determined. Although a specific cause for the development of the observed thrombus formation could not be determined, the thrombus formation could have caused increased drag on the spinning rotor, contributing to the reported elevations in pump power that were captured in the submitted system controller log file. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that after implant, the patient went to the o.r. For chest closure and continued to require high doses of medicinal support, and never fully recovered. It was reported that the pump powers were elevated from baseline. The patient was being worked up for heparin induced thrombocytopenia, but eventually expired from multi-system organ failure. The device reportedly functioned as intended. During the manufacturer¿s initial investigation of the returned pump, depositions were found.